Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon falls apart easily, flaking off [device breakage] the tip of it was already sticking out of the applicator [device physical property issue] case narrative: consumer reported via e-mail that the tampon was sticking out of the applicator and the tampon was falling and flaking apart without being used. No injury reported.

Event description:
Tampon falls apart easily, flaking off [device breakage]. The tip of it was already sticking out of the applicator [device physical property issue]case narrative: consumer reported via e-mail that the tampon was sticking out of the applicator and the tampon was falling and flaking apart without being used. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon falls apart easily, flaking off [device breakage]. The tip of it was already sticking out of the applicator [device physical property issue]. Consumer reported via e-mail that the tampon was sticking out of the applicator and the tampon was falling and flaking apart without being used. No injury reported.